Manufacturer narrative:
Product analysis: the complaint was confirmed. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated. Storage door latched were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the upper left portion of the programmer's display was unresponsive. It was noted that calibration was unable to resolve the issue. The programmer is expected to be returned for service. There was no patient involvement.